Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump to resolve the issue. Customer resumed pump therapy.